Event description:
Customer reported to horiba medical (horiba) that the abx pentra xl80 hematology analyzer (pentra 80) was reporting low hgb, rbc, and plt erroneous pt results. The customer stated that the results were reported out to the doctors and the doctors questioned the possible erroneous results. A horiba medical field rep (fsr) was dispatched to determine if the instrument was malfunctioning. The fsr verified the instrument was malfunctioning. The fsr replaced the hgb chamber drain valve #32 due to finding rubber debris inside it. The loose debris in the valve was causing the hgb chamber to not drain entirely intermittently. Fsr stated that incomplete draining of the hgb chamber will cause a slight over dilution of hgb, hct, rbc, and plt parameters thus causing lowered results. Fsr then ran controls and verified correct operation of the instrument. On (B)(6) 2013, technical support spoke with the customer and verified that the hgb and hct parameters that were affected and recovered low. Customer stated that there were no known pts treated or that their treatment changed as a result of the erroneous results.